Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure, several attempts failed to fix the lead in the left ventricle. The lead was not used and was replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high capture threshold was observed on the lv lead during the implant procedure. The lead was repositioned several times; however, the high capture threshold issue remained, and the lead couldn¿t be fixed anymore. It was suspected that the screw of the lead was broken after the multiple attempts of repositioning the lead.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed in the laboratory. Analysis was normal. No anomalies were found.